Event description:
The pt called lifescan (lfs) in 2005 and alleged that her meter would no power on. The medical affairs specialist (mas) spoke to the pt in 2005 and obtained/verified the following info. The pt's meter stopped powering on approximately one month ago (pt did not remember the day). She used her family member's meter and was testing on it for the past month. In 2005, the pt was not feeling well (weak and faint) so she tested on her family member's meter and obtained a result of 400 mg/dl. She was taken to the hosp and the result in the hosp was 495 mg/dl. The pt was treated with insulin and IV fluids. The pt stated that she continued to take her set amount of insulin as directed during the past month. On the day of the phone call to lfs she tested on her family member's meter and obtained a result of 440 mg/dl. The pt has called her dr's office and left a message to speak to him regarding her high blood glucose results. The battery is less than 1 year old and correctly installed, the correct test strips were used, and the battery contacts were in good condition. This complaint is being reported as a malfunction because there is no evidence of a meter malfunction (the issue was not resolved with troubleshooting) and there is no evidence of the meter contributing to a serious injury (the pt was using another meter at the time that her own meter was not functioning and the back up meter was reading high prior to going to the hosp and receiving treatment for hyperglycemia). A replacement meter has been sent.